Event description:
It was reported that the patient presented in the hospital ICU after receiving appropriate therapies for significant amount of vt. The therapies were successful in converting the patient¿s arrhythmia. The patient was asymptomatic. Device was interrogated and oversensing episodes were observed. Review of real time egms noted ventricular lead noise and variation in r-wave measurements. It was discussed that the noise could not be programmed around with sensitivity changes. Further testing and lead revision was recommended. Recommendation will be discussed with the following physician. The patient was stable throughout the device interrogation and will continue to be monitored.